Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the up arrow button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2017 with the following findings: during investigation, the keypad was found to be torn near the up arrow button. The up arrow keypad button was found to be intermittently unresponsive during testing, the keypad cover was removed and the up button contact was observed to be inverted/dented. The pump was opened and the keypad flex was fully seated in the connector with the latch closed. No evidence of moisture was found internally. Unrelated to the original complaint, a crack was observed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.